Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the user overfilled the cartridge, which dislodged the plunger and caused insulin spillage, after which the user replaced the cartridge and successfully resumed insulin delivery; the issue involved the cartridge component and reflected an incorrect procedure. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with improper procedure involving the cartridge. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.